Manufacturer narrative:
(B) (4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.

Event description:
The pump was replaced to avoid in-vivo battery depletion. During the pump replacement surgery, the surgeon was unable to aspirate fluid from the catheter. He made several attempts and performed the valsalva maneuver and tilted the table to get the fluid to move, but with no success. The catheter was removed/replaced without difficulty. The device system was used to deliver lioresal (2000mcg/ml, 900mcg/day). According to the patient's discharge notes, she was fine, vital signs were stable, and there was no sign of infection.